Manufacturer narrative:
Per the customer, the sample is available for evaluation. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2010 to report an inaccuracy in cgm readings during an extreme low. Patient reported his cgm was reading around 136 mg/dl when he became dazed and confused. His friends tried treating him and giving him juice. Paramedics were called, and patient's fingerstick value was 36 mg/dl when they arrived. Paramedics administered IV, and patient recovered. Patient was fine at the time of his call to dexcom technical support.

Event description:
The customer reported to baxter (B)(4) on (B)(6), 2010 an incident where a crack was noticed on the administration set, causing a leak. This patient was set to receive remicade and the floor was wet following this leak. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer returned the actual sample for evaluation. A visual evaluation was performed and the reported condition was confirmed. The inspection of the defective unit under an optical microscope revealed that only the top of the millipore filter was cracked (the luer lock was not damaged). The root cause of the reported event could not be identified. A batch review was performed on the reported lot and no deviations were found. Baxter has conducted a trend review and did not find any similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.